Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient turned their stimulator on this morning like usual, but then the patient stated that about two minutes after turning their stimulator on their stimulator started to shock them. The patient stated that it felt like electricity jolts, so they turned the stimulator off. The patient stated that the shocking then stopped when they turned their stimulator off. They wanted to know what they should do next. It was indicated that no falls or medical tests were related to the issue. The patient was redirected to follow-up with their healthcare provider to get their stimulator checked and to have them request that a manufacturing representative be present. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2013 - product type lead. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 39565-65, (B)(4). Implanted: (B)(6)2013 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6)2017. Reporting that the patient was having difficulty finding a health care provider (hcp) to see them. It was re-reported that the patient was being shocked internally by their device. It was reported that the device was defective. Due to the patient¿s career as a teacher, they needed to bend over all of the time. Because of the device shocking the patient, the patient was not getting help for their pain. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, (B)(4), implanted: (B)(6)2013 explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they thought their leads had broken because when their stimulator was on and they bent over, they got shocked. They stated that the doctor that implanted the patient had moved to another stated and they were desperate to find a doctor who could check them out fast. They stated that they have not been able to use their device for almost a week now for their pain, because they could not find a doctor in the area that implants them. They stated that they called the device manufacturer when the shocking first started and was told to keep it turned off and to see a doctor. The patient requested to get a manufacturing representative to check their device out and to help them. The patient wanted names of doctors in their area that worked with the devices that could check them out before their battery died or the got hurt. A list of physicians was sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Analysis of the lead ((B)(4)) found that the product was cut through, segmented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-mar-27 reporting that the health care provider (hcp) did not know what caused the shocking. The patient had their device turned off since (B)(6) 2017. The patient had recently found someone who thought the wires within the leads were bent or broken. Their device had been tested and they could not get it to work. The patient had not fallen or had a trauma that led to the issue. The device was reported to be defective. The patient experienced pain and suffering from the defective device which made it difficult to work. The patient had a trial placement in (B)(6) 2018 and the permanent one was planned to be implanted (B)(6) 2018. No further complications were reported.